Event description:
Customer called in to inquire about a second holster that was suppose to be sent to her. The customer also mentioned that she had a low blood glucose of 20 mg/dl a few weeks ago. The customer declined to trouble shoot for low blood glucose. Customer stated that her low blood glucose occurred at night and she checked it through the continuous glucose monitoring system. Customer is advised to always check her blood glucose with a fingerstick and never treat blood glucose based off of continuous glucose monitoring data. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.